Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. Based on the information received from the hospital, the cause of the reported communication issue and subsequent was due to a faulty dc power supply to the fiber-optic/dvi media converter on the remote monitor.

Event description:
During the procedure, the video was lost on the remote bedside monitor with the ensite x system and the case was cancelled. The patient had been intubated by the anesthesiologist and due to the loss of video and the inability to correct the situation in a timely manor (i.e. Thirty minutes) the procedure was cancelled with no adverse patient consequences. Troubleshooting indicated an issue with the optcis transmitter. Troubleshooting continued and the issue was found to be a faulty dc power supply to the fiber-optic/dvi media converter on the remote monitor.